Event description:
A customer reported a malfunction after the pump was disconnected and then failed to reconnect, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.